Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021 during an endoscopic intestinal tube replacement, a physician noted that the patient had buried bumper syndrome described as peg tube had lodged in the stomach. The tubing replacement was aborted and surgery was consulted. On (B)(6) 2021, the buried bumper and tubing were removed by the surgeon with no further intervention or treatment.